Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: d274trk defibrillator, implanted on (B)(6) 2011; 5076-58 lead, implanted on (B)(6) 2009; 638rl30 heart ring, implanted on (B)(6) 2009; 419478 lead implanted on (B)(6) 2008, 419388 lead and 5076-45 lead implanted on (B)(6) 2008; 694765 lead implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post left ventricular assist device (vad) implant, the patient developed acute cardiogenic shock as a result of right ventricular (rv) failure. A right extracorporeal membrane oxygenation (recmo) was placed and the patient improved and was weaned from rv mechanical support. The patient was decannulated from recmo and their rv condition deteriorated. Inotropic and pressor support was provided. The patient developed multi-organ system failure with respiratory, liver, and renal failure and expired.